Manufacturer narrative:
An investigation is not possible. The product was not returned to microline inc.

Event description:
During a surgical procedure the surgeon encountered a clip applier jam with the 5mm visu-loc multi fire spring applier. The procedure time was extended for 10 minutes. There was no harm to the patient.

Manufacturer narrative:
The device was returned with 20% of a clip stuck in the jaws. To determine what may have cause this mechanical jam, the device was then opened, and examined. Physical damages were observed on two locations on the clip push and on the corresponding locations on the magazine. This is a result of the mechanical jam. This complaint is confirmed. The damages observed on the device were the result of a mechanical jam. Unable to determine the root cause. This kind of jam can happen if the device is fired in the wrong position (jaws pointing upward) or if the trigger is not fully pressed. If the trigger is not fully pressed, the full clip will not be released. This will cause the clip to remain partially dislodged in the jaws and jam the device.